Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore, further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the eye care professional (ecp) that a patient presented with a corneal ulcer in the left eye. The location of the ulcer was peripheral and there was scarring which was less than 1mm. The patient did not experience any vision loss. The event has resolved and the patient has resumed lens wear with the previous brand of lenses. Additional information received on (B)(6) 2014 from the ecp stating the ecp was only the patient for follow up after he had been treated else where while on vacation, and at this time the event had already resolved. This ecp has no further details that she can provide as she did not treat the patient. Additional information has been requested to see if contact to the treating physician is possible. No additional had been received as of yet.